Event description:
It was reported that this left ventricular (lv) lead was not working properly. This lv lead remains in service and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not working properly. This lv lead remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that the left ventricular (lv) lead was functioning normally. No patient harm was reported, and regular follow-up will continue.